Event description:
The patient reported communication issues between the implant and the external equipment after having a MRI. The device labeling states that exposure to MRI may cause permanent damage to the implant. Patient was implanted with a new advanced bionics spinal cord stimulator.